Event description:
It was reported to philips that the allura system was not starting, and countdown was stuck at 00:00. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the flexvision pc was defective. The field service engineer inspected the system onsite and after the replacement of flexvision pc and hard disks, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the flexvision pc was defective. The fse replaced the flexvision pc and hard disk drive (hdd). The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.